Event description:
Incident as reported: "the trocar was inserted as assist port, not scope port, doctor noticed something shiny in pt's cavity when he started to retrieve specimen, the found out cannula was broken and pieces fell inside cavity."

Manufacturer narrative:
Investigation summary: the incident product was not returned. In the absence of the subject device, it is difficult to determine the cause and failure mode of the incident. However, photographs of the device were provided to engineering. A review of the mfg records for this lot reveals no unusual events during construction; the lot passed all quality inspections. Applied medical currently manufactures the cannulas using a polycarbonate plastic material. Polycarbonate was chosen for the cannula because it is a ductile material that allows for deformation, unlike brittle materials which fracture w/o sustaining significant deformation. It is necessary for the cannula material to be ductile, as the kii cannula design requires flexibility in the side tabs in order to remove or replace the seal from the cannula. Another benefit of using a ductile material is that in the event that the device is subjected to impact, a polycarbonate cannula will sustain in a certain amount of the material would need to be exposed to solvents for an extended period of time before impact. Even under these conditions, substantial force or high level of stress would be required to fracture the cannula. Since january 2009, applied medical has manufactured and distributed over 1 million, 11mm kii trocars with only three reported incidents of a fracture in 2009. This equates to a 0.00036% incident rate. Each of the fractures appeared to have been caused by instrument damage. Applied medical is currently investigating material enhancements which are intended to reduce the potential for this type of incident to reoccur. This project is currently in early development. This document represents our final report.